Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of (B)(6)2018 the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6)was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. There was no patient involvement case #: 00775919 case subject: npi 8015 will not turn on account name: (B)(6) account #: 10033622 asset name: 8015bd pcu dom v9.33.1.2 a/b/g/n asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: (B)(6) had a pcu8015 sn (B)(6) would not turn on. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: I recommended(B)(6) to send unit in for warranty repair. (B)(6) will contact com directly to get rga number to send it in. Ref:_00d30y0yr._5000l1l6l6k:ref

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 08/13/2018 the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. There was no patient involvement. Device was not returned to manufacturing facility.

Event description:
(B)(6).